Manufacturer narrative:
Contact cardiac ablation system was used with a covidien valleylab pt return electrode. Ablation was conducted for approx 17 applications at 55w for 60sec each with no anomalies noted during the rf application. Review of mfg records indicates ablation system met all acceptance criteria. Returned ablation unit and rf generator were tested and met all operational requirements. The ablation summary during use was reviewed and indicated no unusual rises of impedance. The ground pad was also returned and no anomalies were noted, however, performance tests could not be performed as ground pad is not manufactured by ncontact. Based on the description of the event and complaint analysis, the most probable root cause is incomplete attachment of the pt return electrode to pt during rf ablation. Add'l treatment for the pt is unk.

Event description:
Following a mitral valve repair procedure and an open chest cardiac ablation procedure, it was reported that the pt had a 2nd degree burn under a valleylab pt return electrode. It is unk if treatment for the burn was performed. The ablation procedure was reported as uneventful with no performance issues noted with ncontact device or accessories.